Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device I part of the hydrogen induced premature depletion advisory population. Patient code 3191 is used to capture surgical intervention.

Event description:
New information received indicates that the device was explanted and returned for analysis.

Manufacturer narrative:
This investigation is on going.

Event description:
It was reported that this pacemaker was depleting fast than expected. A request was made to have to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device is included in the hydrogen induced premature battery pacemaker advisory population communicated on september 10, 2018. Additional information received indicates that the patient is being closing monitored. The patient has a low clinical need for pacing. No surgical intervention is planned at this point. The device remains implanted and in service.